Manufacturer narrative:
The internal evaluation determined that this complaint is a duplicate of report with mfg report number: 8010042-2023-01143. The correction of field version or model #, catalog #, serial#, manufacture date and PMA/510(k)# were required. This is based on the internal evaluation. Version or model # previous version or model #: servo-I. Corrected version or model #: servo-u. Catalog # previous catalog #: 6487800. Corrected catalog #: 6694800 serial# previous serial#: 85177 corrected serial#: 42757 manufacture date previous manufacture date: 11/09/2016 corrected manufacture date: 01/19/2021 PMA/510(k)# previous PMA/510(k)#: k123149 corrected PMA/510(k)#: k201874

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the ventilator's humidifier holder was broken.there was no patient harm.manufacturer's ref. #: (B)(4).